Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-oct-2023, it was reported that there were multiple insulin flow block alarms. The infusion was changed on (B)(6) 2023 (less than one day). The patient was on vacation and started vomited around 03:00 am on (B)(6) 2023 and was admitted to hospital at 04:00 pm that day due to diabetic ketoacidosis and blood glucose level of 700 mg/dl. During hospitalization, the patient received IV insulin drip (intravenous insulin infusion) as corrective treatment. The patient was admitted for five days. Currently, the blood glucose level of the patient was 225 mg/dl. No further information was available.